Manufacturer narrative:
Discus dental received a complaint on (B)(6) 2020 in which a patient experienced allergy "breathing difficulties", "red blushes/big hives on neck and throat" with the 25 %hp gel 1st & 2nd in office zoom. The dentist attempted to undergo zoom whitening treatment, the first attempt was stopped when seeing the allergic reaction in the form of breathing difficulties of the patient. A second attempt of zoom treatment was stopped again as the allergic reaction of "red blushes and big hives on the neck and throat". The kit and gel were used up during procedure and were not returned. Reviewed the device/batch history records of chairside kit sku: 881055701540, 25% gel lot: 19063027 sku: 22-3764 lot: 19059023 and zoom whitespeed lamp sku: zm3000 serial number: (B)(4). No out of specification or discrepancy was found. Retain sample of zoom 25% gel sku: 22-3764 lot: 19059023, was tested and results were within specifications. Reviewed complaints history, no other similar incident was reported from the same lot numbers. Reviewed direction for use of the kit. The dfu describes steps for candidate qualification, warnings, ingredients, and other precautions. Potential cause may be an allergic reaction to one of the product ingredients. No hospitalization or prescription drug required to treat allergy. Based on the investigation results and available information, discus dental concludes there was no malfunction or failure in the product. No corrective actions are required. We will continue to monitor the trend.

Event description:
Discus dental received a complaint on (B)(6) 2020 in which a patient experienced allergy "breathing difficulties", "red blushes/big hives on neck and throat" with the 25 %hp gel 1st & 2nd in office zoom. The dentist attempted to undergo zoom whitening treatment, the first attempt was stopped when seeing the allergic reaction in the form of breathing difficulties of the patient. A second attempt of zoom treatment was stopped again as the allergic reaction of "red blushes and big hives on the neck and throat".